Manufacturer narrative:
Section e: this event was reported by a bsc sales representative. The healthcare facility is: (B)(6). H6: imdrf device code a051201 captures the reportable investigation result of cutting wire anchor dislodged. H10: the returned truetome 44 was analyzed, and a visual evaluation noted that the anchor was dislodged and working length kinked, which are consistent with the findings when the device was observed under magnification. Additionally, the working length was torn from the distal pierce hole, and the cutting wire was blackened. No other problems with the device were noted. The product analysis revealed that the anchor was dislodged. It was also found that the distal pierce hole was torn, which could have been caused by submitting the catheter to tension forces during the handle actuation, also bowing the device without being completely out of the scope, consequently, tearing it and displacing the cutting wire anchor from its position. The working length was also kinked, which could have been caused by operational factors, such as manipulating the device through difficult anatomy, the technique used during the device manipulation or by the interaction between the truetome and the scope (hitting against a hard surface). Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in a procedure performed on (B)(6) 2023. It was found that the truetome 44 was defective. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation results: the wire anchor was dislodged.